Event description:
It was reported to the manufacturer that the vns patient has been experiencing an increase in seizure activity above pre-vns baseline in 2009. The medical professional indicated that the believed cause of the increase could not be determined as there are too many factors including battery depletion that could have contributed to the event. Diagnostic test results at initial implantation surgery were within normal limits indicating proper device function. A battery life calculation performed on the patient's device revealed negative 0.64 years till end of service as of five months later. The patient recently had an end of service generator replacement surgery to help with the reported event. Good faith attempts to obtain additional information regarding the reported event and the explanted product have been unsuccessful to date.